Event description:
After 1:08 cutting time the handpiece stopped working.

Manufacturer narrative:
Pending review per customer service, "there was no rga because it had patient contact, and at that point in time, we did not take back items that had patient contact." Microtip handpiece units are now sent to lso for sterilization before it is sent to tenex for evaluation. Because the unit was not evaluated, it is not possible to determine an assignable cause for the issue. There is insufficient information for a complete investigation. The DHR for lot 05113-02 was reviewed. The units met manufacturing specifications and there were no issues related to the complaint. There were (B)(4) units released from lot 05113-02. A review of lot history showed that there were (B)(4) units that failed. This lot has a failure rate of (B)(4). No significant trends were observed.